Manufacturer narrative:
The t:slim x2 g6 pump user guide states "do not remove or add insulin from a filled cartridge after loading onto the pump." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels after approximately 2 days of cartridge use. Bg values not provided. The customer alleged that the plastic within the cartridge was degrading the insulin. Reportedly, customer removed insulin from an old cartridge and added the insulin to a new cartridge. The customer declined follow up contact from tandem technical support; therefore no additional information could be obtained.